Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: during nc trek preparation, bubbling was noted in the indeflator and a leak was detected at the hub site. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2016, during a coronary percutaneous intervention, an nc trek dilatation catheter had a leak. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.